Event description:
According to the report, the hero graft was implanted and the surgeon was trying to get the back portion to bleed out. He was unable to get any bleeding. The surgeon indicated he believed there was a stricture in the graft. The surgeon opted to abort the case. However, the patient began to have an irregular heart rate and proceeded to crash. Resuscitation was unsuccessful. The surgeon indicated that the patient had a myocardial infarction during the procedure, but he felt it was unrelated to the use of the hero graft.

Manufacturer narrative:
According to the report, the hero graft was implanted and the surgeon was trying to get the back portion to bleed out. He was unable to get any bleeding. The surgeon indicated he believed there was a stricture in the graft. The surgeon opted to abort the case. However, the patient began to have an irregular heart rate and proceeded to crash. Resuscitation was unsuccessful. The surgeon indicated that the patient had a myocardial infarction during the procedure but it was unrelated to the use of the hero graft. Additional information indicates that the cryolife representative for this facility was present at the implant. The representative indicated that the patient previously had a hero removed; however, he did not know the reason for removal. This attempt was a left ij to right brachial artery in a male older than (B)(6). There was no problem inserting the wire and dilating, there was bleeding when inserting the plug in the peel-away sheath. After the oc was inserted, there was no bleeding. They injected dye; the representative indicated that he thought the dye appeared as a narrowing stream, not billowing out of the oc. He said the surgeon did try to re-position the tip of the oc, but at that time, the patient's blood pressure started to drop. The surgeon then aborted the case and removed the hero oc but then the patient crashed. The surgeon opened the patient's chest but reported that he did not see any signs of wire perforation. Multiple attempts were made to obtain copies of the patient's operative notes and autopsy report; however, no additional information could be obtained. Although a definitive conclusion regarding the cause of the reported event cannot be determined without an autopsy report, possible causes have been identified. The possibilities identified are as follows: it is possible that a vessel was perforated with the wire or dilator causing the patient to bleed out, the tip of the oc may have been against the wall of the right atrium near the sa node causing an arrhythmia, the tip of the oc could have been accidently placed within the coronary sinus causing the sinus to burst and resulting in a myocardial infarction, the patient could have had a reaction or intolerance to anesthesia, or the patients multiple co-morbidities could have placed the patient at risk for a cardiac event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.